Manufacturer narrative:
S/w 5.2a retainer ring = black. Case type = ngp on (B)(6) 2023 customer alleged the pump having pump error 63 alarm. Unit passed displacement test and self test. Thus software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarms on event date (B)(6) 2023 01:32:17, (B)(6) 2023 01:32:29 (variable 15), file number: 642, line number: 466; confirmed in the file history due to hardware error. Pump was cut and open found no moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. However, found corrode battery tube. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, missing display window cover. In conclusion, pump error 63 alarm (variable 15) confirmed in the pump history due to hardware error electronic defective. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 300 mg/dl and that there was a pump error 63 - hardware low-level failures on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm and rewind the insulin pump. The error table indicated that the insulin pump needs to be replaced. The customer will discontinue using the device and the insulin pump will be returned for analysis.